Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009. The fse replaced the sample probe and removed gel from the wash station. All repairs were verified per established procedures and all results met published performance specifications. No definitive root cause could be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009, in regards to erroneously high accutni results obtained from a unicel dxi 800 access immunoassay system for two pts. The initial erroneously elevated accutni result were not reported outside the lab. The customer re-ran the samples on a different instrument and the results were within normal reference range. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009. The fse replaced the sample probe and removed gel from the wash station. All repairs were verified per established procedures and all results met published performance specifications. No definitive root cause could be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010, for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009, in regards to erroneously high accutni results obtained from a unicel dxi 800 access immunoassay system for two pts. The initial erroneously elevated accutni result were not reported outside the lab. The customer re-ran the samples on a different instrument and the results were within normal reference range. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.